Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slimtip lead, model: mn20450-50a, serial: (B)(4), UDI: (B)(4), batch: 8145749.

Event description:
It was reported that the patient's system was explanted due to ineffective therapy.